Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl due to kinked and bent cannulas. Customer treated with a bolus. Customer also indicated that the pump did not alarm no delivery. Troubleshooting was performed and customer will be provided with replacement infusion sets. Customer was also advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. No further assistance was necessary.